Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two open and contaminated samples, one of them the part where is the batch number is missing. Samples have been received in a biohazard bag. In these conditions, the samples cannot be checked. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 0.36 kgf in average and 0.26 kgf in minimum and fulfilled the requirements of the (B)(6) pharmacopoeia ((B)(6) requirements: 0.23 kgf in average and 0.11 kgf in minimum) final conclusion: in spite of receiving defective samples, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle became disconnected after a slight pull, or the needle is not connected to the thread. There was no patient involvement.